Event description:
Pt with endometriosis and severe pain. 2002: or: scope: loa [both ov to sidewalls], cautery of endo, placement of intergel. The following month: admit to hospital with fever & rlq pain. 3 weeks later: better, necon 1/35-21d. 3 months later: pain, some irreg bl, +dysp, neg exam, has had long term pain, burning, feels "poorly" since surgery, after all prior operations pt have had an improvement of pain but not from the scope with intergel.

Event description:
Or: scope: loa (both ov to sidewalls), cautery of endo, placement of intergel. Fifteen days later: admit to hosp with fever and rlq pain. Twenty-one days later: better, econ 1/35-21d. Three months later: pain, some irrecgular bleeding, and dyspnea, neg exam, has had long term pain, burning, feels "poorly" since surgery, after all prior operations pt has had an improvement of pain but not from the scope with intergel. Pt has sought legal counsel regarding intergel.